Event description:
After breast implants I was diagnosed with lupus, sjogrens, hypothyroid, hashimotos disease, and vitiligo. Three months after explanting my thyroid and autoimmune labs are normal. My vitiligo has not gone away though. Breast implants nearly killed me. I was bedridden and the inflammation and disease side effects kept me from being able to work a normal job, take care of my family, much less take care of myself. I explanted in (B)(6) 2017 and I finally feel normal and like myself again. I also gained (B)(6) after implanting.